Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. The patient reported that she has central sleep apnea, asthma, and a heart condition. Patient also reported that her liver has been "hurting her", has severe chest pain when waking up, has stopped breathing at a rate of 114 per hour and is very tired and frustrated. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report, section h10 was incorrect; the correct should be: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging central sleep apnea, asthma, and a worse heart condition. The patient also reported that her liver has been "hurting her" she had severe chest pain when waking up, stopped breathing at a rate of 114 per hour, and is very tired and frustrated. The patient also reported that her device is always rinsed with water, that it gives a weird taste in her mouth, and that both filters were totally black within 3 weeks. Her physician says the patient is at risk of a heart attack and stroke if the device is not fixed or replaced as soon as possible. This event is assessed as not related to the device in this case. The medical intervention was not specified. Upon repeated attempts to have the device and components returned for evaluation and investigation, the customer responded on 05/18/2023 and additional information was received, but the device has not yet been returned to the manufacturer for evaluation. However, we request the device back. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.